Manufacturer narrative:
Device not returned, no further information available. Images provided for review. Imaging evaluation findings: during review of the images, it can be seen that the measurement of the sizing balloon, using the radiant dicom, measured 26.6 mm. On the initial implant, it can be seen that the left disc has prolapsed along the posterior portion of the device. The anterior/ superior portion of the device appears stable and appears to have adequate disc separation with the left and right discs on the appropriate sides, however, this cannot be confirmed without additional imaging. On the 6 month follow-up of the device, the posterior/inferior portion of the device has become dislodged and is not touching tissue. The device appears to be endothelialized around the retro aortic rim indicating that the device is stable but this cannot be confirmed with imaging. In an echo image you can see the device around the retro aortic rim and the posterior portion of the device in the right atrium. You can see the device appears to obstruct flow in the ivc but this cannot be confirmed without additional imaging. It appears as the device selection was too small for the size of the defect leaving the inferior/ posterior portion not properly captured. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore a 44mm gore® cardioform asd occluder was implanted on (B)(6) 2022 to treat a large atrial septal defect. It was reported the patient missed her routine three month echocardiogram. A six month echocardiogram showed the inferior margin of the device had prolapsed and showed a significant residual shunt with the device still covering most margins. The device had not embolized; however, did not appear stable. The patient is asymptomatic; however, was found to be pregnant at this stage of follow up. It was reported the device was explanted on (B)(6) 2022 and the patient is doing well.

Manufacturer narrative:
H6: updated investigation findings and conclusions codes. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: repeat procedure to the septal defect.